Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure for schatzkis ring performed on (B)(6) 2026. During the procedure, the balloon burst after reaching a diameter of 19mm. No piece of balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.